Event description:
Customer reported device = 500 mg/dl. Customer went jogging. Device = 318 & 368 mg/dl. Customer went to the floor thrashing. Customer's family member called 911. Emergency medical technician (emt) device = 25 mg/dl. Customer was treated with a glucose IV and taken to the hospital. No controls were used. A request was made for return product and replacement product was sent.